Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation, resulting in reduced therapeutic benefit. The patient subsequently underwent a revision procedure during which the implantable pulse generator (ipg) and lead were explanted and replaced. The patient is reported to be recovering well following the procedure. The explanted devices remain at the medical facility and will not be returned for analysis.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7086099, UDI: (B)(4).